Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured at weld site with no portion of the j wire rec'd. The outer polyurethane insulation was rec'd an abraded slit approx 1.5cm in length located at the distal end of the outer polyurethane insulation which was rec'd separated from the proximal side of the anode band.

Event description:
Device analysis is provided.